Manufacturer narrative:
.

Event description:
See also MFR 3004209178200906956. The patient experienced a loss of therapeutic effect (difficulty voiding). It was stated that this is the second lead that has broken. The patient was not active and it was unclear why the lead broke. Only one pair was viable-c, 1. All other pairs were greater than 4,000 ohms. Replacement was pending, the patient seeking new insurance. The patient status was reported as "no injury".